Manufacturer narrative:
An evaluation of the returned device could not confirm the reported problem. Additional problems were found, the motor seized and failed hi pot test. The unit was repaired, evaluation completed and final tested. The unit met all specifications. The preventive maintenance was overdue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A device history record (DHR) review found a non-conformance; however, it was not related to the manufacture of the product. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of six reports, regarding six devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported that, after receiving a report that the d4240, ergo 2-button shaver handpiece device had stopped working during a procedure on (B)(6) 2024, he tested this device on (B)(6) 2024 and found the ¿handle got hot quickly with use¿ and stayed hot even after he unplugged it. There was no patient involvement as this occurred outside of surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported that, after receiving a report that the d4240, ergo 2-button shaver handpiece device had stopped working during a procedure on (B)(6)2024, he tested this device on (B)(6) 2024 and found the ¿handle got hot quickly with use¿ and stayed hot even after he unplugged it. There was no patient involvement as this occurred outside of surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.